Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the patient¿s father contacted lifescan (lfs) USA alleging that his son¿s onetouch verio2 meter was powering off during use. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged product issue first started ¿3 weeks ago¿ when his son¿s onetouch verio2 meter powered off after his son applied blood to the test strip. The reporter was unable to provide a more specific time. The patient manages his diabetes with ¿insulin and a couple of medications¿, the reporter did not provide any more specific information on the patient¿s diabetes management routine but stated that, in response to the alleged power issue, the patient did not take any action above and beyond his usual routine of diabetes management. The reporter claimed that very shortly after the alleged power issue, ¿almost at the same time¿, the patient began to develop the symptoms of ¿urination, pale, weak, disorientated and very thirsty¿. In response to these symptoms, the reporter claimed that he treated his son with ¿insulin¿ (dose and type not specified) as well as ¿more water¿ and ¿exercise¿. The reporter denied that the patient¿s blood was tested on any other device. During troubleshooting, the csr verified that there was no product misuse associated with this complaint and this was not the first time the patient had used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to test his blood glucose due to an alleged power issue with the subject meter.